Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as hives, with a rash that is red, itchy, and bumpy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended benadryl for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.